Event description:
The customer received a blood glucose reading of 293mg/dl on the contour next link at 8:30pm. He received an insulin bolus from his pump. At 9:41pm he received a reading of 220mg/dl but rejected the insulin bolus because he was starting to feel bad; shaky and sweaty. At 10:43pm he retested on a different meter and the reading was 40mg/dl. He ate approximately 3/4 bottle of sugar tablets. It took approximately 3 hours for his blood glucose to get back to normal. The customer was advised to return the test strips for evaluation. New meter and strips were sent to him.